Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the programmer booted to an error and this was attributed to the link electronic module being damaged and it was therefore replaced and calibrated, the hard drive was reconfigured and the software reloaded. Analysis also found corrosion inside the unit, however it was going to be used as a training device. (B)(4).

Event description:
The programmer was returned as it had gotten wet with rain and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.